Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a leak coming from the drive tube after approximately 700 ml of whole blood had been processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. There was no report of patient harm associated with this event. The customer returned a photograph for evaluation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. A batch record review for kit lot m156 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m156 shows no trends. A photograph was provided by the customer for evaluation. The complaint kit was not returned. Review of the customer provided photograph verifies the reported drive tube leak as blood is visible on the drive tube and the drive tube is damaged. The drive tube is damaged at the location of the lower drive tube bearing stop. A known cause for a damaged drive tube is if the drive tube is not rotating freely. If the drive tube is not rotating freely it can rub against the drive tube bearing retainer and result in a leak or break. A device history record review did not result in any related non-conformances. This kit lot passed all lot release testing. The reported drive tube leak was verified based on the photograph provided; however, the root cause could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).